Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the homechoice cassette and transfer set. The event was further described as the leak was "coming from the connection of the set." This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing at the radio frequency (rf) weld location where the patient connector to tubing are welded together. Functional testing including leak and clear passage testing were performed; a leak was observed at the hole location. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.